Event description:
It was reported that during procedure the suture no. 2 of the twinfix got broke. No patient injury was reported. Back-up device was available.

Manufacturer narrative:
One 5.0 twinfix ti anchor assembly was returned for evaluation. The inserter and one leg of white ultrabraid suture were returned. Visual assessment of the inserter shaft confirmed it is bent and the distal tip hex is stripped. The suture is intact and shows no abnormalities. The reported complaint of suture breakage cannot be confirmed. The likely scenario is the top eyelet of the anchor broke from a torsional overload freeing the suture, as the inserters condition suggests it was subjected to a torsional overload during use. Excessive force during insertion can cause failure of the suture anchor or insertion device. A two-finger ao technique should be used to insert the anchor. If more torque is required to insert the anchor, stop and ensure that the anchor size, drill hole size, and depth are correct for the bone conditions encountered. It may be necessary to reduce the anchor size or increase the drill hole size to achieve optimal insertion force.